Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: apex otw; inflation: bsc encore; guide cath: cordis jl guide wire separation of this nature can occur but is not limited to when the core is subjected to tensile or torsional loads beyond its design limits causing the core to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped. No damage to the guide wire was reported prior to use, which suggests that the damage was likely not pre-existing. The guide wire was not returned which may have aided in the evaluation. It was described that the lesion was heavily calcified and 90% stenosed and the lesion was moderately tortuous which could have contributed to the reported inability to remove and resulted in the reported guide wire separation. The reported guide wire separation, inability to remove, removal of foreign body in patient, additional therapy/non-surgical treatment, surgical procedure and hospitalization appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. In order to ensure that guide wire tip separation does not occur as a result of a product quality deficiency, manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the patient was undergoing percutaneous transluminal coronary angiography (ptca) in a calcified lesion in the left anterior descending (lad) and left circumflex (lcx) arteries. The bmw guide wire became trapped under calcified plaque in the calcified lad during the attempt at treatment. An attempt was made using another bmw guide wire, to trap the guide wire in order to facilitate removal; however, this was unsuccessful. An attempt was then made to remove the guide wire using a balloon catheter; however, this was also unsuccessful. Resistance was felt when trying to pull the guide wire back, resulting in the tip of the guide wire separating. A snare device was unable to retrieve the guide wire tip. The patient was sent for coronary artery bypass graft (CABG) to remove the guide wire tip. No additional information was provided.